Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of basal anomaly. The customer's blood glucose level was 150 mg/dl at the time of the incident. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self -test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump programmed with multiple basal rates and all registered properly in the daily total history noted. No basal rate anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.